Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The olympus field service engineer (fse) was dispatched to the user facility and confirmed the user report of a cracked lid. The fse replaced the lid with a new one. The device history review (DHR) showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The exact root cause was not identified, however the potential causes include: -closing the lid while connecting tube is placed on the basin. -closing the lid while something hard, such as a scope, is placed on the retaining rack. -closing the lid while washing case being placed obliquely at the retaining rack. The instruction manual warns users ¿when closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.¿

Manufacturer narrative:
The device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. New parts were ordered and delivered. No further information was reported. A supplemental report will be submitted if new information becomes available.

Event description:
The olympus trained biomed reported that the lid to the oer-pro was damaged. The lid was cracked. There was no patient involvement. No additional information was provided.